Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
An email was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 128 inch in which it was reported the device leaked at the y-site. It was reported that the registered nurse (rn) stated the tubing on l1 of the device had been hung on (B)(6) 2026 at 05:17 with vasopressin running at 0.03 u per min (4.5 ml per hr) during the day shift. On (B)(6) 2026, the clinical coordinator not the bedside rn reported that the patient vitals required the addition of another medication, phenylephrine, which was connected to the y-site on the tubing. According to the rn, the phenylephrine infusion had to be titrated from 20 mcg per min to 250 mcg per min between 16:30 and 18:35, at which time it was discovered that the tubing was leaking at the y-site. The tubing was replaced at that time. The clinical coordinator confirmed the leak by attaching a bag of saline and observed fluid leaking below the bonded clave at the lower y-site. The patient was reported to be stable as of (B)(6) 2026 at 09:45. It was unclear if there was any impact to the patient at the time of the events on 18-mar-2026, as the reporting rn stated that the patient¿s condition required multiple medication adjustments. The tubing has been saved in a bag by the facility contact. It was reported that the patient has passed away. Vasopressin was being delivered through the tubing at 40 mg per 100 ml saline. The patient¿s blood pressure was trending down, and the rn titrated other medication to support blood pressure. After checking all lines, it was noticed that the vasopressin line had a leak at the distal y-site, and his bed was wet. The tubing was changed, and the patient¿s blood pressure increased. The customer clarified that they were not indicating the tubing issue caused the patient¿s death.